Manufacturer narrative:
On february 9, 2021, the mentor failure analysis lab received the device for evaluation. On february 25, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak test, and microscopic examination of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the tall height te 650cc returned device. Leak testing was performed, according to mentor procedure, and it identified a tear in the anterior view measuring approximately less than 0.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the tissue expander shell. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that the tissue expander could have been damaged during implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 650cc mentor cpx 4 breast tissue expander spontaneously deflated intra-operatively during a primary breast reconstruction. The tissue expander was noticed to be leaking when the doctor was closing up the patient. As a result, a 650cc mentor cpx 4 breast tissue expander (catalog: 3548215 lot: 9476755 sn: (B)(4)) was utilized and implanted. No patient consequence or adverse event was reported.